Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead had exhibited respiratory rate trend (rrt) signal oversensing and crosstalk oversensing. In addition, right atrial (ra) lead pace impedance measurements were greater than 3,000 ohms and had been out-of-range for the past year. This crt-d and ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead had exhibited respiratory rate trend (rrt) signal oversensing and crosstalk oversensing. In addition, right atrial (ra) lead pace impedance measurements were greater than 3,000 ohms and had been out-of-range for the past year. This crt-d and ra lead remain in service. No adverse patient effects were reported. Additional information received reported that right atrial (ra) lead information was inaccurate and the patient did not have an atrial lead. The health care professional (hcp) discussed wanting to turn off detection enhancements, but it was unclear whether the hcp was referring to all detection enhancements or just atrial-based ones. The patient experienced an arrhythmia in which anti-tachycardia pacing (atp) therapy was appropriately provided however, the atrial fibrillation (af) rate tracking was noted to be inaccurate due to lack of ra lead. The hcp plans to discuss programming options with the physician. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.